Manufacturer narrative:
A complete investigation was not able to be performed as no product code, lot number, or sample was provided. Per the article suggests an early benefit from endovascular repair compared with open surgery with regard to the composite end point because of reduced 30 day respiratory complications. [Ferrer et al.pdf].

Event description:
Received an article titled "a propensity-matched comparison for endovascular and open repair of thoracoabdominal aortic aneurysms". The study investigated outcomes of patients treated with endovascular repair with the use of fenestrated and branched stent grafts or open surgery for thoracoabdominal aortic aneurysm in a current series of patients. The 341 patients undergoing repair at three centers between january 2007 and december 2014 were included in a prospective database. Per the article five patient deaths occurred: two due to hemorrhagic stroke, two due to bowel ischemia, one due to multiorgan failure.